Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/08/2015. The fse found that the blood sampling valve (bsv) was not rotating properly due to accumulated protein build up. The fse cleaned the bsv, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak at the probe wipe of the coulter lh 500 hematology analyzer. The instrument was failing controls when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.